Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The operating wire was broken at 850 mm from the distal end. The junction between the operation pipe and the operating wire was broken. The basket was deformed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the operating wire and the aforementioned junction might be broken. The instruction manual of the device has already warned as follows; do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. *this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Event description:
During a lithotrity, the subject device was used. The operating wire was broken. The subject device was incarcerated. The user tried to crush the calculus with the emergency lithotriptor. The user could not release the calculus since the operating wire of the subject device was broken. The user leaved the broken subject device inside the patient. The user canceled the procedure. After the lithotrity, the user removed the device from the patient by breaking the calculus with eswl (extracorporeal shock wave lithotripsy). This is the report regarding the incarceration using the emergency lithotriptor.